Event description:
It was reported by the account the device was used during a laparoscopic procedure approximately 2-3 weeks ago. It was reported the surgeon made an incision and could not get the trocar through the skin. He kept trying to use the trocar and the trocar would not puncture. The trocar was passed off the field and a new trocar was opened to complete the case. There is no additional information at this time. There was no consequence to the patient.